Event description:
The customer contact reported backflow of solution. The unspecified primary tubing set was being used to deliver an unspecified maintenance solution. The secondary tubing set was being used for piggyback delivery of an unspecified antibiotic and was connected to the proximal y-side on the primary tubing set and was being delivered via a pump. The customer contact reported that the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use, it was noted that the secondary solution was flowing up into the primary solution container and reportedly past a back check valve of the primary tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.